Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported a case of over correction greater than one diopter at two weeks post lasik treatment. The reporter indicated the patient is continuing to improve.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. At the visit on site after the day of event the territory manager (tm) did not note any discrepancies. The tm found the system meets company specifications. The log file review shows no abnormalities that could have contributed to the reported event. The treatment was completed to 100 % and without any interruption and all laser system functions were within specifications. There is no indication for a device malfunction. The root cause cannot be determined conclusively. The manufacturer internal reference number is (B)(4).